Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Hold for josh 6/6/2019information was received by a trial patient regarding an external neurostimulator (ens). Patient reported a burning sensation off and on where the lead wire is in their skin. They also mentioned their wire comes dislodged from the ens. As a result of what was reported, it was recommended to contact the healthcare provider (hcp) regarding the burning sensation issue. Patient's mom was able to plug the wire back into the ens and adjust stimulation. Eleven days later, patient's mom said the device was saying it was not connecting and they were able to place the device over the blue light to connect. As a result of what was reported, the patient's mom was advised to contact the hcp or sales representative (rep). No further patient complications have been reported as a result of this event.